Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The details of the lesion are unknown. The 3.50x30mm apex monorail balloon was inflated and ruptured at eleven atmospheres. It is unknown how many inflations occurred or how long the balloon was inflated. The balloon was removed intact. The procedure was completed with a different device. The patient status is listed as "good" with no complications reported.

Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)